Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure using a neuron max 6f 088 long sheath (neuron max), the hospital staff member found that the neuron max was kinked. The damage to the neuron max was found prior to use and therefore the neuron max was not used in the procedure. The procedure was completed using another neuron max.

Manufacturer narrative:
Results: the returned device was kinked at approximately 3.0 cm, 51.0 cm and 56.0 cm from the hub. Conclusions: evaluation of the returned neuron max confirmed a kinked device. If the device is forcefully mishandled during the preparation for procedure, damage such as a kink may occur. Further investigation revealed additional kinks on the neuron max. These kinks were likely incidental to the complaint and may have occurred during packaging for returned to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.